Event description:
Bipap vision machine was on standby off to side of room, exploded (loud boom) then smoking, pt on opposite side of room up in chair, pt moved to new room, bipap machine unplugged and disconnected from oxygen. Maintenance called stat to floor along with security. Bipap taken to clinical engineering for review. It was found that the wrong battery was installed by clinical engineering. The wrong battery that was installed was - xeno energy 3.6 v lithium, (B)(4). Intervention: risk and clinical engineering (ce) notified. Ce researched which bipap ventilators have batteries installed matching this lot and will work with rt to pull them from service. Ce will replace all affected batteries and test the units prior to returning them to service. During testing phase ce obtained eight machines that can be used. Reason for use: pe/sob.